Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. The cause was not identified. Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced an unspecified infection and subsequently passed away due to sepsis. The cause of the infection was unknown. Nine days prior to death, the pt was admitted to the hospital for an unknown indication. Treatment was unknown. Upon being admitted to the hospital, pd therapy with dianeal ambuflex and extraneal solutions was discontinued due to the hospital did not use pd cycler or extraneal. Subsequently the pt began using dianeal ultrabag solutions for capd. Subsequently during hospitalization, the pt passed away due to sepsis (not further specified). Pd therapy was ongoing until the time of death. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.